Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeu3561 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during routinely dressing change the cath was disconnected from the wings of the catheter. No other information was provided.